Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. A conclusive cause for the reported obstruction/ occlusion, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effect of occlusion is listed in the supera peripheral stent systems instructions for use as a potential adverse event. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed in (B)(6) 2024. The supera stent was implanted to treat a 60% stenosed lesion in the mid superficial femoral artery (sfa) with calcification. On (B)(6) 2024, in stent restenosis was noted and the stent was found to be 60% occluded; therefore, the patient was treated with shockwave lithotripsy and laser atherectomy. No additional information was provided.